Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02351. It was reported the patient feels a heating sensation at the ipg site while charging. It was also reported the patient had a recent fall and subsequently her stimulation felt uncomfortable. She stated she has stopped using her system due to the discomfort she feels after the fall. It was reported the patient plans to meet with her physician. No further information is available at this time. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.